Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of composix e/x mesh, patient was diagnosed with hernia recurrence, infection, and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This supplemental emdr represents the bard/davol composix e/x mesh (device #1). Additional emdr's were submitted to represent the bard/davol phasix st mesh (device #2), composix e/x mesh (device #3) and composix l/p mesh (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2017 - the patient underwent surgery for implant of an unspecified composix ex mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of composix e/x mesh (device #1). Per operative notes, ¿the hernia sac was identified and dissected. A composix oval mesh (device #1) was then placed into the abdominal cavity and secured.¿ (B)(6) 2017 - patient was diagnosed with large incisional hernia with contaminated mesh and adhesions thereby underwent repair with implant of phasix st mesh (device #2) and removal of mesh (device #1). Per operative notes, ¿the mesh (device #1) and identified and dissected from surrounding area which revealed adhesions. A phasix st mesh (device #2) was placed intraabdominally and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrent large incisional abdominal wall hernia and adhesions thereby underwent open repair with implant of composix e/x mesh (device #3) and composix l/p mesh (device #4) and lysis of adhesions. Per operative notes, ¿the previously placed onlay patch (device #2) was noted to be intact and there were adhesions to the anterior abdominal cavity. A composix meshes (device #3 & #4) was placed in the area of abdominal cavity and secured in place.¿ (B)(6) 2018 - patient was diagnosed with large anterior abdominal wall abscess and contaminated mesh thereby underwent excisional debridement and irrigation of anterior abdominal wall abscess. Per operative notes, ¿there were some areas of pus pockets within the mesh which were irrigated.¿ (B)(6) 2019 - patient was diagnosed with infectious disease thereby underwent repair with explant of mesh (device #2, #3 & #4). Per operative notes, ¿the mesh was dissected away from the anterior rectus sheath. There was a larger peritoneal defect with underlying small bowel. Severe inflammation and scar tissue was noted and repaired.¿ attorney alleged that the patient had adhesions, bowel obstruction, infection, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2017 - the patient underwent surgery for implant of an unspecified composix ex mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."